Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va128c9, implanted: (B)(6) 2016, product type lead. Product ID 3387s-40, lot# va128c9, implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2018, UDI#: (B)(4). Date of the event (B)(6) 2016 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. Patient reported that their electrodes were repositioned in (B)(6) 2016. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.